Manufacturer narrative:
(B)(4). The eagle eye platinum ivus catheter was returned to the MFR for eval. The device was visually inspected and the guidewire (.014" not a volcano product) was found stuck inside the catheter. The distal shaft was scrunched in an accordion like manner and the core wire was exposed. The tip of the guidewire was also kinked on the end that was not inserted in the catheter. Without removing the guidewire from the catheter, functional testing was performed which revealed a short in the scanner and error message "catheter fault detected" was displayed. The guide wire was then removed from the catheter and the shaft was straightened. Functional testing was performed again and the device operated as intended without any errors. The result of the investigation concludes that the short circuit observed was likely due to the guidewire being stuck while inside the catheter causing the components from the catheter being exposed and touching the guide wire. The short observed to the catheter can result in the image/signal failure. Once the guidewire was removed and thus, the potential cause of the short, the device operated as intended without any errors. Based on the physical examination of the device, it appears the device met severe resistance. This type of failure is likely due to user handling. The IFU for this device has the following precaution: protect the catheter tip from impact and excessive force, do not advance the guidewire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, and sheath/guide catheter) at the same time. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there is no other complaint reported for this failure mode within this lot. No further action is required.

Event description:
It was reported that during a diagnostic procedure only a partial image appeared. The catheter was disconnected from the pim and then reconnected with still only a partial image. There was no report of damage to the device. The device was returned with the guidewire stuck inside of the catheter. Add'l info was requested. Add'l info indicated that the same catheter was used to complete the case and when completed the catheter and guidewire were removed as a single unit. There was no report of resistance nor report of the catheter getting stuck on any lesion or other device during the procedure. Add'l info also indicated that the observed damge to the catheter occurred once the catheter and guidewire were outside of the pt and the physician tried removing the guidewire from the catheter. No pt injury or adverse events were reported.